Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The surgeon reported the patient's pre-surgery refraction was -2.25 and post-operative refraction was -1.50. The patient is unhappy. The surgeon is questioning the unit. During follow-up with the facility in 2007, the tech stated that the surgeon had decided to have that patient go back and have an additional surgery (explant). The dates of implant and explant surgeries were unavailable. The patient sees well in the distance but may require a reading prescription now. Additional information has been requested.